Event description:
Device explant due to malfunction. Dates of use: (B)(6). Diagnosis or reason for use: gastroparesis. On (B)(6): initial implant (device # not available). On (B)(6): explant of device due to malfunction.